Event description:
During a 10 minute freeze, one of the probes from a 2 probe case, lightly frosted. Room temperature saline was used to prevent thermal injury during the freezing. Patients skin was checked following the procedure, no injury noted. Patient under conscious sedation not general anesthesia.

Manufacturer narrative:
Device evaluation confirmed the reported issue. Cause determined to be a vacuum sleeve failure.